Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407652 lead implanted: (B)(6) 2005, 5076-58 lead implanted: (B)(6) 2012. The initial reported event of high impedance was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on the superior vena cava (svc) and rv defibrillation coils. It was further reported that the pace/sense portion of the lead had ¿inappropriate function¿ and was previously capped and replaced. Subsequently, the high voltage therapies were turned off due to the high impedance on the defibrillation coils. The entire lead was later capped and replaced due to a system downgrade. No patient complications have been reported as a result of this event.